Event description:
Our pm, (B)(6), referred that: "during the cadaver lab, as soon as the item (never used before) was used in the procedure its tip bent. The training went on using the other items."

Manufacturer narrative:
.